Manufacturer narrative:
This complaint was received through medivators distributor, (B)(4) it was reported that a female patient expired while receiving hemodialysis. Medivators ra contacted this facility for additional information. In this discussion with the facility patient care director, it was confirmed that the device performed as expected and reported to have been used properly. It was documented that medivators centrisol liquid bicarbonate concentrate was used in the dialysate solution for this patient treatment. No lot information was documented. Medivators was unable to receive product back from the facility. The facility reported that the patient, (B)(6) woman with severe diabetes complicated by blindness was admitted in an unstable condition and slowly declining. She was dnr/dni. After 10 mins of CPR, the patients family told them to stop and patient expired. This complaint will continue to be maintained within medivators complaint system.

Event description:
A (B)(6) patient expired while receiving dialysis treatment. Medivators centrisol liquid bicarbonate concentrate was used in the dialysate solution for dialysis treatment on this patient.